Event description:
On (B)(6) 2010, pt reported the infusion device piston rod has stuck 2 times during retraction. Correct type of battery is used in infusion device, and battery type is programmed correctly. The cartridge plunger was not stuck on the piston rod. Pt completed cartridge change procedure during troubleshooting call. The piston rod sounded normal during retraction, and there were no grinding noises. The piston rod did not become stuck. Infusion device was not dropped or exposed to moisture. There was no apparent physical damage. Pt requested replacement infusion device due to concern piston rod might become stuck in the future. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue.